Event description:
The customer contact reported a white screen error. The pump was returned to the biomedical department with a report that during start up prior to pt use, the device alarmed with a white screen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a white screen error and the device sounded an audible alarm from the secondary beeper. This was due to the som2 hardware module. This device has been identified as part of a product recall. Customer notification dated (B)(4) 2013. This report represents all the information known by the reporter upon query by hospira personnel.